Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the lithotriptor, ultrasonic experienced not pulsing unit and there were no lights lit up. The issue occurred during sedation (device inside patient) of a therapeutic percutaneous nephrolithotomy that was completed with the same set of equipment there were no reports of patient harm.